Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have two severely bent grips causing misalignment of the grip-tips. There was a 3.09mm offset at the tips. A clip can cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint regarding tips misaligned and cannot close clip was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument tips were misaligned and could not close clips. The procedure was completed with no reported injury.